Event description:
It was reported that the subject device had delayed cleaning and extended soaking during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was inspected by olympus onsite, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is failure to follow instructions. The event can be prevented by following the instructions for use which state: instruction manual on page 6, "using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.